Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 08 (motor controller fault detected) was confirmed during archive review but not during initial functional testing. During functional testing the platform was run with lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 15 minutes and no problem found. The motor controller board was replaced to avoid a reoccurrence of user advisory (ua) 08 error message. Visual inspection was performed and found encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The sticky clutch plate was deburred to remedy the damaged found during visual inspection. The autopulse platform is a reusable device and was manufactured in 2013. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Archive data review indicated error message (ua) 08 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) was displaying error message user advisory (ua) 08 (motor controller fault detected) that could not be cleared. No patient involvement was reported.